Event description:
It was reported that this right ventricular (rv) lead exhibited a lead dislodgement as the chest x ray revealed the slack rv lead had pulled back. During the pre discharged check, the lead numbers had changed, but within normal limits. This rv lead was surgically revised and remains in service. No additional adverse patient effects were reported.